Event description:
Report rec'd of non-delivery of a secondary infusion. A nurse programmed the pump to infuse an unspecified solution via primary infusion and an unspecified antibiotic via secondary infusion. Specific rates and volumes to be infused were not recalled. It was noted at a later time that the secondary container was still full; none of the secondary antibiotic had infused. The customer reported that no alarms sounded and the pump display did not register infusion of the secondary solution. The nurse reprogrammed the pump for secondary delivery and observed the infusion. The pump reportedly never delivered the secondary infusion but continued to infuse the primary solution. The pump was switched out and the antibiotic was infused with the new pump. No add'l info was available.